Event description:
It was reported that pre-op, one of the emg tubes was found to have a cuff leak and another had a cuff rupture, making it unstable. Another product was used to complete the surgery. There was no patient injury.

Manufacturer narrative:
H3: product analysis of the device found that visually, the product was returned in a large black plastic bag. The plastic bag contained both electrodes and the tube when returned. The wire harness was wrapped in a tape paper. There was no damage noted in the construction of the device and no signs of contamination. Functionally, a syringe was used to inject 20cc of air into the cuff and cuff inflated/deflated with no issues. The cuff was checked under the microscope and found no ruptures/holes in the cuff. The inflated cuff was submerged under the water and showed no signs of a leakage. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.